Manufacturer narrative:
No information regarding a potential cause has been received from the health professional. The broken rods cannot be investigated because they were discarded at the hospital. Analysis of the relevant production records did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has become aware of two similar events with these devices to date. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known. Data relating to manufacturing date is not on the label as UDI-pi.

Event description:
A patient was implanted with an icotec pedicle screw system ((B)(6) 2025). Post-surgery two pedicle rods break (exact date not reported). X-ray imaging indicates that anterior column support was not present or only very marginal. A revision surgery was performed and implants were replaced ((B)(6) 2026). Additional level of screws and a corpectomy cage were placed.